Event description:
It was reported that a patient presented in clinic with a pacemaker that was unable to be interrogated by three different programmers. The device was also not pacing and exhibited no magnet response when interrogation was attempted. Therefore, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Explant date.

Manufacturer narrative:
The reported events of no magnet response and no pacing output were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found below end-of-service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.